Event description:
It was reported that bd syringe luer-lok¿ tip had 85 occurrences of foreign matter, 123 occurrences of damaged barrel, 24 occurrences of inclusions, 1 occurrence of misaligned gasket, and 2,344 occurrences of label printing issues. No serious injury or medical intervention was reported.

Manufacturer narrative:
Describe event or problem: it was reported that bd syringe luer-lok¿ tip had 85 occurrences of foreign matter, 123 occurrences of damaged barrel, 24 occurrences of inclusions, 1 occurrence of misaligned gasket, and 2,344 occurrences of label printing issues. No serious injury or medical intervention was reported. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok¿ tip contained foreign matter, was damaged, had inclusions, had label printing issues, and had a misaligned gasket. No serious injury or medical intervention was reported.